Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set was leaking blood out of the tubing. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 367344 batch no. 8352502 it was reported there is leakage out of the tubing. Customer complains of blood leaking out of tubing on four separate occasions, phlebotomists observed blood leaking out of the tubing during the blood collection process.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set was leaking blood out of the tubing. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 367344, batch no. 8352502. It was reported there is leakage out of the tubing. Customer complains of blood leaking out of tubing on four separate occasions, phlebotomists observed blood leaking out of the tubing during the blood collection process.